Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating a cadd legacy plus, mdl 6500, pump infusing veletri alarmed ?no cassette detected". It was reported the pump was changed and issue resolved. No adverse patient effects were reported.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating a cadd legacy plus, mdl 6500, pump infusing veletri alarmed ? No cassette detected". It was reported the pump was changed and issue resolved. No adverse patient effects were reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed occurrences of "high pressure" and "no disposable" alarms. The customer reported issue could not be duplicated at time of investigation. A twenty-four (24) hour test was performed and no problems were found with the pump displaying "no disposable" (no cassette) messages when an undamaged cassette was properly attached to the pump. The pump was found to be operating properly and passed all tests. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.